Event description:
The surgeon implanted the micl12.1 implantable collamer lens on (B)(6) 2008 and a cataract was diagnosed on (B)(6) 2010. The was explanted on (B)(6) 2013 and replaced with an iol. The patient's prognosis was good with a v/a of 20/20.

Manufacturer narrative:
Cataract; secondary surgery; explant. Evaluation method: lens work order search. Results: a lens work order search revealed there were no similar complaints found within the work order. (B)(4).